Event description:
It was reported that the radiofrequency programmer head had a damaged cord and would not interrogate. The programmer head was returned for service. It was noted that the programmer head was not needed back. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was damaged and the device would not interrogate. The device had a damaged cable and a printed circuit board (pcb) with a damaged component and both assemblies were preventing interrogation. (B)(4).